Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with 500cc mentor memorygel breast implants and experienced postoperative right-sided rupture and bilateral capsular contracture (baker grade iii). The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on 1/8/2020 and replaced with 350cc mentor memorygel breast implants (catalog number 3503501bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient's right-sided device.

Manufacturer narrative:
On 2/20/2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, a crease was observed on the anterior view. In addition an area of shell abrasion was found within the crease. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. A crease and shell abrasion failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).